Event description:
Refence number (B)(4). Event took place in the united states. On 18-dec-2025, the patient reported the incidents involving six infusion sets with kinked cannulas. The insertion site was in the abdomen. The patient noticed symptoms after 3 or more hours of inserting the infusion sets. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin delivery successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4). Device 6 of 6.